Event description:
It was reported that approximately 2 years ago, a tatoo artist applied what was thought to be "green soap" during a tatoo application. After complaining about the burning sensation, the individual was told the solution being mistakenly applied was cidex. The solution was in an unlabelled container. The reporter continues to experience a burning sensation. Severe sensitivity and scarring.